Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been treated in the hospital emergency room (dr. (B)(6) germany) for hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod for longer than 72h. It was reported that the patient also injected an unknown amount of insulin using an insulin pen at 10pm the night before. The patient was brought into the hospital by ambulance at 2am and was treated with an infusion. Symptoms reported include feeling cold and loss of consciousness. The patient was released at 8pm on the same day.